Manufacturer narrative:
A site representative reported that, while in a spinal fusion procedure, the imaging system was around a patient and the doors would not open, they were just making a clicking noise. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation by the field engineer discovered a broken gear on the door winch. Replacement of the door winch assembly and the damaged skin resolved the issue. No further issues were reported. Damaged skin (inner cover) was discarded by the site and will not be returned to manufacturer for analysis. Analysis of the returned door winch assembly confirmed the mechanical failure as a broken tooth on the gear was discovered, also, there were several gears where the metal had been sliced, in addition to normal wear. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was around a patient and the doors would not open, they were just making a clicking noise. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.